Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
While administering the electrolyte solution to a nicu patient, the nurse found that the female luer was cracked causing about 5 ml of blood to leak.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set without packaging was returned for evaluation. Visual examination of the used set noted the green luer adapter to be cracked. No other visual defects were noted. The used set was pressure tested per specification with failing results. Leakage was observed at the crack on the green luer adapter. Although the reported defect was confirmed, the exact root cause could not determined at this time. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. While we are unable to confirm the root cause of the reported defect, we will maintain this report for future reference, and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.